Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to erosion. The most recent reported patient status was that the patient was in good condition and the procedure was successful.